Manufacturer narrative:
Syncardia has a corrective and preventive action (CAPA) to address the issue of broken keys. From the results of the investigation, the primary root cause of broken keys on companion 2 driver is the insufficient clearance between the key and the shipping foam. This insufficient clearance causes excess force on the key when the driver is handled during shipping. Syncardia CAPA (B)(4), companion 2 broken keys, is currently at step 5 action plan. Syncardia has completed its evaluation and is closing this file. (B)(4).

Event description:
The syncardia technician reported that the key was found broken off in the key switch when the companion 2 driver was delivered.

Manufacturer narrative:
Section d4 corrected serial number. (B)(6), follow-up report 1.